Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported event was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that on (B)(6) 2011 the patient had suspended her pump, and then obtained a blood glucose reading of 307 mg/dl. At that time, the patient experienced the symptoms of being tired and nausea. During the troubleshooting telephone call with customer support, the patient was unable to follow directions and could not properly load the cartridge and prime the pump. The patient's technique was incorrect and she pushed all insulin from the loaded cartridge out of the pump. Emergency services were contacted and arrived to treat the patient. No further information was provided about the patient's condition; no troubleshooting could be done on the pump. As the patient suffered blood glucose levels and symptoms suggesting hyperglycemia and received emergency medical attention while using the pump, this complaint is being reported.